Manufacturer narrative:
Analysis and results: as no batch number is available, the batch manufacturing record cannot be reviewed. We have received 1 opened sample with the needle detached from the thread and there is blood in the packaging. In these conditions, we cannot check the batch number of this sample received and without any closed samples we cannot carry out an analysis in order to take a decision. Final conclusion: in spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with novosyn suture. The client reported that the operation nurses are experiencing that the needle detaches from the thread during surgery. This is not the first time this has happened. There is no patient data available.